Event description:
Boston scientific received information that this patient presented after not feeling well and noting fast pacing and muscle stimulation. Upon investigation, it was noted the device had gone into safety core for an unknown reason. The device was explanted and replaced and will be returned for analysis.

Manufacturer narrative:
The device was explanted. Analysis will be performed once device is returned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified several faults. The faults resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing.